Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 28-jul-2021. Expiration date: 01-jul-2031. Part number: 04.037.012s, 10mm/125 deg ti cann tfna 170mm ¿ sterile. Lot number: 276p368 (sterile). Lot quantity: (B)(4). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 253p320. Lot quantity: (B)(4). One piece was scrapped in cell pack/label for scrap code ¿lp¿. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.2, lock prong 125 degree, tfna. Lot number: 256p792. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: 65p1142 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report dated 31-jul-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the trochanteric fixation nail-advanced (tfna) for the fracture of the trochanteric femur. When the surgeon inserted the end cap, the end cap did not go all the way in and was slightly floating. Even after several attempts the end cap was not fully inserted. The surgeon suspected that the locking mechanism did not fully turn, therefore surgeon loosen the locking mechanism by 90 degrees, cleansed it, and inserted the end cap; however, the end cap was not fully inserted. The surgeon used the another end cap; however, the same thing happened again. When the surgeon checked the position of the locking mechanism with the image intensifier, the locking mechanism was slightly floated, the surgeon attached the inserter and made proper engagement of the locking mechanism under the image. As a result, the locking mechanism seemed to rotate well, and the end cap was fully inserted. The surgery was completed successfully within thirty (30) minutes delay. According to the surgeon, the rotational position of the screw was in parallel with the enhancement, and the locking mechanism was turned after checking the parallelism. The frequency of turning screwdriver was also less than usual, and the surgeon felt resistance. The rotation is usually roughly 20 times; however, it was only 10 times in this event. No further information is available. This report is for one (1) 10mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 4 for complaint (B)(4).